Manufacturer narrative:
The strap on an unknown model sling broke when the client was being lowered in an invacare lift and the client fell to the floor and broke their arm. Attempts were made to get additional information about the sling however the facility was not able to provide any details about the manufacturer or model of the sling involved in this event. A return of the sling is not expected due to the facility had already discarded it. Due to the lack of identifying information this record will be filed in an abundance of caution for this incident. The actual manufacturer of the sling is currently unknown. For filing purposes, the manufacturing location will be listed at taylor street. The invacare reliant 450/600 battery-powered patient lift user manual (part number 1078987-o) safety section 2 provides warning that invacare slings are specifically designed to be used in conjunction with invacare patient lifts. Slings designed by other manufacturers have not been tested by invacare and are not to be utilized as a component of the invacare patient lift system.

Event description:
The caller regulates nursing homes, and this facility uses invacare rpl450 and rpl600 lifts. The caller reported that at the beginning of the year, a client was being lowered in an invacare lift and the strap broke on the sling. The client fell to the floor and broke her arm. The client did not need surgery. The client weighed roughly 200lbs. Which is within the 600lbs. Weight capacity for invacare 450/600 lifts. The caller was unable to provide the serial number of lift and model of sling being used. She did not know if the sling being used was an invacare sling or another provider. The sling was thrown away when this happened.